Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02343. The same patient is represented in each medwatch. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted concurrently with cystocele repair and posterior repair. On (B)(6) 2009, an anterior colporrhaphy was performed. At the time, the patient was taking oxybutynin, centrum, lipitor, nexium, effexor, and atenolol.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a sling procedure on (B)(6) 2001 for the treatment of cystocele, rectocele, and stress urinary incontinence. Since the insertion the patient has experienced pain, infection, urinary problems, recurrence, bleeding and dyspareunia.

Manufacturer narrative:
(B)(4).